Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trail that the patient presented with symptoms of angina. Pre-dilatation was performed on the target lesion in the mid lad. Sometime during deployment of two xience v stents, a dissection occurred. The dissection was treated with four vision stents. No additional event or patient information is available.

Manufacturer narrative:
The second xience v stent system is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Dissection, in the IFU, is an adverse event with coronary stenting and not necessarily an indication of a quality issue. Dissection can be influenced by lesion characteristics, procedural technique, and device issue selection. The IFU states that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent that may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement or additional stents, or other.)" A conclusive root cause cannot be determined.